Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error during set change. Customer's blood glucose was 15 mmol/l. The customer's mother explained that they had tried to rewind it a few times and clear the alarm but it kept coming back. The customer can't remember if the device was bumped or dropped. The customer was advised that the device would be replaced and return the product for analysis.

Manufacturer narrative:
Unable to prime the pump during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.